Manufacturer narrative:
Other applicable components are: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-dec-2002, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was not getting good flow. A side port study was done. The hcp revised the pocket and freed the catheter. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that symptoms related to "patient was not getting good flow" were not reported. No issues were encountered during the side port study. During the pocket revision, the hcp took the pump out of pocket and was able to use the catheter access port (cap) to determine the catheter was patent. There were no further complications reported at this time.